Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the physician used electrocautery and fried the lead during fusion surgery. The patient underwent a revision procedure wherein the lead and ipg were replaced due to direct electrocautery on the lead. No device malfunction was suspected. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4)).